Event description:
During the procedure, the device became stuck in the lesion and fractured. The device was used in the left anterior descending artery tandem lesion using a right radial artery approach. Prior to reaching the second lesion, the tip of the device became stuck and could not be removed. A balloon catheter was inserted into the guiding catheter and inflated to catch the device. The device was removed along with the guiding catheter and the balloon catheter. When checked outside of the patient¿s anatomy, the device was found to be fractured at the tip. It was confirmed that there were no remaining pieces in the patient¿s anatomy. Another device was used to perform measurement in the left circumflex artery and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis; however, the transmitter was not returned. The results of the investigation concluded that the distal tip coil had been bent, and there were also multiple bends and kinks throughout the guidewire which could be attributed to the reported device entrapment and withdrawal difficulty. The results of investigation also concluded that a guidewire fracture was found at hydrophilic coated distal tube with subsequent fracture of the microcables. Although the exact cause of the reported guidewire fracture remains unknown, it may be possible the device entrapment caused the reported guidewire fracture. Information from the field stated that the pressurewire was used with a 4f guiding catheter. The pressurewire instructions for use (ppl2119173 ver. A) directs the user to use the pressurewire guidewire in conjunction with a 6f (2 mm diameter) guiding catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported guidewire fracture and guidewire damage remains unknown.